Event description:
Placed an ng tube via right nare, but unable to remove guide wire once tube placed. Had lubricated tube down tube x 2 prior to placement. After several attempts to remove wire without success, had to remove ng tube. Placed another ng tube without incident.